Manufacturer narrative:
Correction: d1. The device was not returned for evaluation; however, technical support provided troubleshooting remotely. Through troubleshooting, it was confirmed that the vent power was set to 0.00 during the initial performance check, which caused the reported malfunction. After working with a respiratory therapist, all the pre-use checks were successfully completed, and the issue was determined to be user error.

Event description:
The client indicated that the ventilator oscillator failed to start, resulting in a high-pitched noise. No patient involvement.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.